Manufacturer narrative:
Software logs were received and evaluated by the medtronic sw analysis team. Analysis found that the issue was consistent with a known software issue. Evaluation codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system became unresponsive while navigating. It was reported that the surgeon was checking the plan and exams when the navigation system became unresponsive. It was noted that mouse and touch screen functionality was not working. Rebooting the navigation system restored functionality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.